Event description:
In 2005, a pt was admitted into the patientnet system at 12:51pm. Pt was on sinus rhythm at a rate of 60s-70s. At approximately 1:51:54 pm, the pt leads came off as indicated by the central monitor at tmc. The `lead off', `check lead' alarm came on. EKG waveforms on 3 leads showed a straight line. Necessary protocol to notify staff of leads off status/fix pts leads was followed. At around 2pm. Tmc tech was notified by facility tech that pt went for a test as she could not locate the pt in the emergency room bay. This was noted on the patientnet system --labeled test. This was relabeled to `admission' by a covering tech to remind him that this was a newly admitted pt. Facility tech called 10 mins later to notify tmc that pt expired. Pt was a dnr.